Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 7 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3.5 years of support, a pump exchange was performed on (B)(6) 2017. Additional information has been requested but has not been provided.

Manufacturer narrative:
A reason for the patient''s pump exchange was not provided and it was communicated that the device would not be returned for evaluation. Multiple attempts were made to obtain meaningful additional information, but no further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient received a pump exchange to a heartmate 3 lvad and remains ongoing with no reported issues. It was reported that the device would not be returned for evaluation. No further information was provided.